Event description:
It was reported that the daq preamplifier was not sensing. There was no reported patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis determined the top board (assy-1669) and middle board (assy-1673) were replaced due to corrosion from a liquid entering the device. The boards were replaced. The service and repair technician confirmed that this malfunction would cause the device not to work at all, or cause specific ports not to work at all.